Event description:
According to the reporter, during procedure, there was energy activation and sealing issue, specifically inadequate or partial sealing despite evidence of energy delivery and end tones being heard. Another ligasure device was successfully used with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during hemicolectomy, there was an energy activation and sealing issue, specifically inadequate or partial sea ling, despite evidence of energy delivery and end tones being heard. The seal did not show evidence of energy delivery but did not bleed after cutting. There was no re-grasp alert or other errors, and no bleeding was reported, nor was a blood transfusion necessary. The tissue being sealed at the time was fat, and the tissue bundle thickness was considered normal. The event did not result in any good seals before the issue arose. The cleaning of the ligasure handpiece jaws was performed frequently. Another ligasure device was successfully used with the same generator. There was no patient injury.